Manufacturer narrative:
An evaluation of the system found there were no issues. Review of manufacturing and sterilization records, trend analysis, risk assessment, and directions for use is underway. The investigation is ongoing.

Event description:
A user facility in france reported that they experienced intermittent ultrasound use and as a result the incision was burned and sutures were required. The patient recovered well, with no effect on visual acuity.

Manufacturer narrative:
An evaluation of the system found there were no issues. The device history record, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The root cause of the event could not be determined.